Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified the distal stent damage. The struts on the distal end of the stent were misaligned, raised and bunched up. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination identified the hypotube was kinked 30mm distal to the strain relief. Several smaller kinks noted along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent was bent during the insertion into the guide catheter. The procedure was successfully completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to a marketed us device.

Event description:
It was reported that during a stenting treatment procedure, the stent was bent during the insertion into the guide catheter. The procedure was successfully completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to a marketed us device.